Event description:
It was reported that during a routine device replacement, the existing pacing lead exhibited insulation damage. The damaged part was covered by a repair kit and capped. The physician elected to use the existing right ventricular (rv) lead as a pace/sense lead as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 553453 lead, implanted: (B)(6) 1996; 6944 lead, implanted: (B)(6) 2008. (B)(4).